Event description:
Pt was implanted with drug delivery system in 2003 and was found dead at about 10:30 am 3 days later. Follow up with hcp revealed pump had been started at "simple continuous" at a low rate. Hcp's office had checked with pt each day and pt was doing well-had no drowsiness etc. Pt did have oral narcotics available for use for post surgical pain and may have overdosed. Hcp had not received report from autopsy yet. A follow up medwatch will be sent when add'l info is received.